Event description:
It was reported that the patient presented for an implant procedure. It was noted that the pacemaker was not used and replaced for an unknown reason. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.